Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that the therapy was not working, meaning it was not helping their symptoms. The patient reported they had 'real bad problems' with leakage and having to use the bathroom a whole lot for about a month. The patient's spouse put the communicator on them and it shocked the patient and hurt really bad. The patient's spouse increased amplitude to 1.4 and the patient felt a 'heartbeat sensation.' The sensation and shocking stopped when their spouse took the communicator away. The patient wanted to know if they should increase or decrease amplitude and patient services reviewed that the amplitude should never be increased past the point of what was comfortable. It was recommended that the patient follow up with their managing physician due to the shocking sensations and the therapy concerns.